Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deploy button of a 5f exoseal vascular closure device (vcd) could not be pressed when the operator attempted to deploy it in the black-black state of the indicator window. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The exoseal vcd was prepared and used in accordance with the instructions for use (IFU). The procedure was performed using a retrograde approach during a transfemoral cerebral angiography (tfca). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5 mm and the puncture site did not show visible calcium or plaque. There was no stent near the puncture site, and the vessel did not exhibit greater than 50% stenosis at the puncture site. The target femoral site was not previously closed within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the exoseal vcd and has used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18296877 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. A review of the manufacturing documentation associated with lot 18296877 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deploy button of a 5f exoseal vascular closure device (vcd) could not be pressed when the operator attempted to deploy it in the black-black state of the indicator window. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The exoseal vcd was prepared and used in accordance with the instructions for use (IFU). The procedure was performed using a retrograde approach during a transfemoral cerebral angiography (tfca). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5 mm and the puncture site did not show visible calcium or plaque. There was no stent near the puncture site, and the vessel did not exhibit greater than 50% stenosis at the puncture site. The target femoral site was not previously closed within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the exoseal vcd and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.